Event description:
It was reported that during a ptca / stenting treatment procedure, difficulty was encountered withdrawing the balloon of the express biliary sd stent. The lesion being treated was a 90% stenotic lesion in the renal artery. The lesion was pre-dilated and the express biliary stent was advanced and deployed without difficulty. After post-dilatation, it was noticed that the balloon had adhered to the stent. The balloon was inflated / deflated, and manipulated proximatlly and distally before it detached from the expanded stent and was withdrawn from the pt. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
It was further reported that the physician used a 5 fr cook abraham introducer sheath for vascular access, and a .016 target stubbie guide wire to cross the lesion. A .018 gazelle balloon was used to predilate the lesion. The pt was asymptomatic during this event.